Event description:
The caregiver (cg) contacted baxter's technical service center regarding a high drain 101/call pd nurse alarm (indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume, meeting increased intra-peritoneal volume (iipv) criteria), which occurred on the homechoice pro (hcp) during use, during set up. The patient was not connected. The patient stated they had no problems with therapy last night. The total fill volume equaled 9995ml. The total drain volume equaled 13863ml. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the peritoneal dialysis registered nurse (pdrn) on (B)(4) 2012, regarding the reported high drain 101 alarm. The pdrn stated she was not aware of the alarm. Baxter product surveillance informed the pdrn of the alarms meaning. The pdrn stated she would follow up with the patient. The pdrn stated as far as she knew the patient was continuing therapy on the cycler successfully. There was no patient injury or medical intervention reported. No allegations were made against any of the patient's dialysis products.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Corrected data: the root cause of the increased intra-peritoneal volume (iipv) was previously reported in the evaluation summary as insufficient drain, due to a false empty detect at initial drain and the initial drain alarm volume was met; however, upon further review the root cause of the iipv was insufficient drain due to a false empty detect and use error, the initial drain alarm setting being inappropriately programmed. Additional manufacturer narrative: the label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. A review of the device logs confirmed the reported increased intra-peritoneal volume (iipv); however, the iipv was not duplicated during evaluation. No device failure or malfunction was identified that could have caused or contributed to the reported iipv. The cause of the iipv was insufficient drain, due to a false empty detect at initial drain and the initial drain alarm volume was met. This issue is being investigated through CAPA.